Event description:
It was reported that customer experienced broken pump screen with touchscreen that was unresponsive and unreadable, although pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, and distributor coordinated replacement with new pump while awaiting device return for further evaluation.